Manufacturer narrative:
The reported events of high pacing threshold and adhered to atrial lead were not confirmed. As received, a complete lead was returned in two pieces. Atrial lead was not adhered to the ventricular lead as received. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number 2017865-2024-33766. It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead and rv lead were noted to be adhered to each other via fibrous tissue. The physician does not allege the adhesion of the leads contributed to the inadequate capture. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.